Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present in clinic for an implant procedure. Immediately post-procedure, the patient's right ventricular (rv) lead capture threshold had increased and sensing fell. A chest x-ray was performed which showed there was a lack of slack on the lead. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout.